Event description:
It was reported that prior to an angioplasty procedure, the pta balloon was allegedly unable to be removed from the plastic sheath around the balloon. It was further reported that the balloon was completely detached from the catheter shaft. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was received for evaluation with the balloon protector over the balloon with the stylet inserted through the distal tip. A complete circumferential break to the distal end of the catheter was noted. The balloon was seen separated from the catheter shaft at the proximal balloon joint. The inflation and guidewire lumens were exposed. Due to the condition of the sample, functional testing was not performed. One photo was provided and reviewed. The photo shows the dorado catheter with the balloon protector over the balloon and the stylet inserted through the distal tip of the balloon. A complete circumferential break to the distal end of the catheter is seen with the balloon separated from the catheter shaft at the proximal balloon joint. The inflation and guidewire lumens can be seen exposed. Therefore, the investigation is inconclusive for the reported difficult to remove packaging material as functional testing could not be performed due to the condition of the device. The investigation is unconfirmed for the reported detachment as no complete detachment was seen, but confirmed for the identified break as the balloon was seen separated from the catheter shaft at the proximal balloon joint. A definitive root cause for the reported difficult to remove packaging material, detachment and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.